Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy) had occurred on the homechoice (hc) device during use. The technical service representative (tsr) had the home patient (hp) review the alarm log where the se 2367 was found. The tsr explained the alarm. During the follow up, the hp stated that they were able to perform therapy at a later time with no difficulties. There was no adverse event indicated at the time of the report. No additional information is available.